Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional which indicates that on (B)(6) 2011, the patient has a complication of delayed wound healing. Also, it was noted from the medical record that the patient took shower and a small steady stream of bloody fluid drained from the open distal 1/2cm of the incision. No infection noted. On (B)(6) 2012, the patient experienced pain above the patella and the quad tendons above the incisions. Also, experienced painful soft tissue mass over the anterior right knee. So the patient was treated with steroid injection. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella size 1 8 mm thickness cat: 00542000801, lot: 61282831; articular surface with locking screw "size striped yellow/e f 20 mm height", cat: 00599403220, lot: 61250709; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71274252; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71264251; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71264251; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71274252; ng trab metal aug blk post size e 5mm, cat: 00-5490-035-01, lot: 61426737; ng trab metal aug blk post size e 5mm, cat: 00-5490-035-01, lot: 60824249; nexgen trab metal aug blk dis size e 5mm, cat: 00-5490-035-10, lot: 61497567; nexgen trab metal aug blk dis size e 5mm, cat: 00-5490-035-10, lot: 61497550; stem implant 12mmdx145mm, cat: 00-5988-010-12, lot: 60976277; stem implant 15mmdx145mm, cat: 00-5988-010-15, lot: 61171676; lcck fem implant sz e-r, cat: 00-5994-015-92, lot: 61479175; st prc tib plt size 4, cat: 00-5980-037-02, lot: 61554377; 25ml, cat: 8400-0311, lot: 0111259111. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had pain just above her patella on her quad tendon right below the incision. The patient had slipped and fell one week prior to office visit. A steroid injection was given due to ongoing and abnormal bursitis.